Manufacturer narrative:
The cartridge is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and juice was consumed to address the low bg. The customer had been adjusting the basal rate and it was thought that this adjustment was a possible cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.